Event description:
Since implantation of mentor textured breast implants, I have been experiencing extreme fatigue, breast pain, brain fog, extreme joint pain, skin rashes and flare ups, anxiety, panic attack, increased heart rate, and so many other symptoms listed under bii-alcl. I have documented and photographed all most of all my occurrences and flare up. This breast implant illness has destroyed my life and it¿s getting worse as I get older. I feel like I am dying every day. I was also informed by mentor that I was part of a case study called the ¿ (B)(6) study¿ I had no knowledge of this study until recently and I was never monitored by mentor or the plastic surgeon who conducted the implantation/ augmentation. Something needs to be done about these dangerous toxic bags. Please help. Mentor and all textured breast implants need to be recalled and taken off the market, women are dying. FDA safety report ID# (B)(4).